Manufacturer narrative:
It was reported that the patient passed away on an unreported date "this week" of the date of the report. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as lack of proper technique and the patient might have forgotten to wash their hands before therapy. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. It was reported that the patient's pd catheter was removed and the patient was switched to hemodialysis. On an unreported date, the patient passed away. The cause of death was reported as due to deteriorating health. It was not reported if the patient had recovered from the peritonitis event prior to death. It was not reported if an autopsy was performed. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.